Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. .

Event description:
A theater sister reported that during a vitrectomy procedure, the console light source stopped working. The hosp staff tried to recalibrate the system and eventually after performing a shut down and restart, the lights worked. After the restart, however, one of the other ports was not responding as it should. This caused a "huge delay". The procedure was completed with no harm to the pt. Add'l info has been requested, but has not been received to date.